Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received excessive no delivery alarms. Customer also received a pump error 23 and insulin pump experienced an unexpected restart. Customer's blood glucose was 5 mmol/l. Insulin pump passed self-test. Customer reported of trying all remedies. Insulin pump would be replaced.

Manufacturer narrative:
The pump was received with operating currents within specifications, and passed the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected insulin flow blocked alarms or unexpected pump restart noted. The battery was removed from the pump and was monitored for 10 minutes. The pump powered up properly after insertion of the battery and no pump error 23 alarms were noted. The pump was received with minor scratches on the lcd window, case and keypad overlay.